Event description:
During the packaging of the above-mentioned filter needles, it became apparent that blister packs the expiry date could only be read very indistinctly because the blister foil was cut off too close to the bottom. A total of 4,146 units had to be sorted out. Attached, samples can be provided on request. Please send us your comments explaining how this problem came about and what problem and what measures are being taken to prevent it in the future. Be introduced in the future.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the blister foil was cut off too close to the bottom. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. The expiration date is printed on the inner side of the packaging blister top web, and the packaging blister is cut right at the edge of the bottom of the graphics. No other information could be obtained from the samples. It could be possible, when these packaging blisters were cut, the process was set to the low limit inducing the symptom reported. Bd has implemented a new design in which the lot number and expiration date are no longer printed on the inner side of the packaging blister top web. A device history record review was completed for provided material number 305211, lot 2245333. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. During the packaging of the above-mentioned filter needles, it became apparent that blister packs the expiry date could only be read very indistinctly because the blister foil was cut off too close to the bottom. A total of(B)(4) units had to be sorted out. Attached, samples can be provided on request. Please send us your comments explaining how this problem came about and what problem and what measures are being taken to prevent it in the future. Be introduced in the future.